Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to a possible infection or metal allergy. A tissue swab of the pocket refuted evidence of infection. The physician determined, it was a metal allergy. There were no additional adverse effects reported.